Manufacturer narrative:
The investigation for the product damage has been completed. The impella device was not returned for evaluation. Therefore, without sufficient clinical details, the root cause of the bent guidewire - packaging issue was not determined since product was not returned for investigation. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that the wire was found to be kinked in the hoop/wire loop. The medical doctor noticed the wire was kinked before the wire was used in the patient or pump. The team used another wire and the original impella rp pump was successfully placed.